Event description:
It was reported the patient experienced symptoms of infection and an explant was planned. It was also noted the patient was hospitalized. The patient status at the time of the report was noted as alive, with injury. Additional information later reported the patient noticed redness and oozing coming out of pocket. The culture showed pseudomonas and the patient would receive IV antibiotics for 10 days. The pump was used to deliver fentanyl. Additional information has been requested, but had not been received as of the date of this report.

Event description:
Additional information received reported the patient was doing well post-op.

Manufacturer narrative:
Concomitant product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).